Manufacturer narrative:
Device evaluation: one bioraptor 2.9 with 2 ultrabraid device was returned for evaluation. The device was received disassembled. The device was received with the nose cone free from the device, the sliding ring loose along the handle of the device. The sutures were received in a separate bag, however the anchor was not returned. An attempt was made to reassemble the device. However the nose cone could not be locked into the sliding ring. The nose cone was visually evaluated under magnification and it was observed that the locking tabs were broken off of the component, and therefore the tabs could not be inserted into the device handle. It is not clear at what point that the tabs were damaged. A review of the device process summary identifies that if this failure mode were to occur during assembly of the device, this would have been identified during the insertion of the anchor assembly. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. The failure mode is not attributed to a manufacturing defect. The device IFU 106000304 states: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).

Event description:
During an unknown procedure, utilizing the bioraptor 2.9, it was reported that at the time of impaction, the product was dismantled. Due to this, the anchor did not enter completely and broke. It was not possible to withdraw the broken anchor. To complete the surgery, a new anchor was used. There were no reported patient injuries or complications.